Event description:
During coil embolization within the anterior communicating artery, resistance was felt during advancing the coil within the microcatheter (mc) at the distal two thirds of the catheter. It was reported that the anatomy was tortuous. The dcs coil lodged in the microcatheter. The coil and mc were removed as one unit. Another mc was used to complete the procedure. There was no report of pt injury.